Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of a generated error indicating a loss of communication between the programmer and the analyzer, both the programmer and the analyzer passed incoming testing. The hard drive was reconfigured and the software was reloaded and updated. The programmer passed its final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer generated an error indicating that the programmer had lost communication with the analyzer. Both the programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event.